Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: the weight the device within specification and fold creases. A microscopic analysis was performed which identified: two striated openings on anterior. Based on the device analysis the final assessment is: two striated openings on anterior assessed as surgical damage.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture, baker grade iii" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare provider reported a left side capsular contracture baker grade iii. The device remains implanted.